Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature. The following literature cite has been reviewed: ye ph, huang l, zha nf, he xf, ruan yp, zhu yz, xu rm. [Proximal femoral nail for the treatment of unstable intertrochanteric femoral fractures]. Zhongguo gu shang. 2011 aug;24(8):645-7. Chinese. Pmid: 21928668. Objective/methods/study data: to analyze the effect of internal fixation with femoral intramedullary nail in the treatment of unstable intertrochanteric fractures in the elderly. From september 2006 to september 2009, 90 cases of unstable elderly intertrochanteric fractures were treated with proximal femoral nail antirotation (pfna), including 50 females and 40 males, with an average age of 73.2 years (range, 64 to (B)(6) years); 50 cases of right hip fracture and 40 cases of left hip fracture. According to the ao classification, there were 11 cases of type a2.1, 21 cases of type a2.2, 25 cases of type a2.3, 9 cases of type a3.1, 6 cases of type a3.2, and 18 cases of type a3.3. The average time from injury to surgery was 3.2 d (range, 2 to 20 d), and the average hospital stay was 12.8 d (range, 7 to 24 d). All patients were treated with closed traction reduction, internal fixation with femoral intramedullary nail, and postoperative harris hip scoring criteria were used for efficacy analysis. Results: the average operation time was 36.8 min (23-110 min), and the average blood loss was 150 ml (100-500 ml). The mean follow up period was 12 months (ranged, 6 to 24 months). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes depuy synthes pfna adverse event(s) and provided interventions possibly associated with unk - screws: lag: pfna (qty 1) 1 case had screw cut-out, no intervention was noted. Adverse event(s) and provided interventions possibly associated with unk - nail head elements: pfna blade (qty 2) 2 cases of hip varus, in which the helical blade nail was cut out in the femoral head in 1 case, and the neck-shaft angle was reduced from the first 126 ° to 117 ° after surgery; in the other case, the helical blade was displaced about 1.6 cm laterally in the femoral head, and the neck-shaft angle was reduced from the first 134 ° after surgery to 120 ° at the final follow-up. In 1 case of helical blade cut-out, the patient underwent second surgical treatment (internal fixation removal after fracture healing). Adverse event(s) and provided interventions possibly associated with unk - constructs: pfna (qty 35): during the operation, 1 case was complicated with femoral shaft fracture, and the fracture was located in the locking nail; 8 cases were complicated with femoral greater trochanter fracture. 1 case of deep infection 10 months after surgery; underwent second surgical treatment (internal fixation removal after fracture healing). 1 patient with infection underwent debridement after internal fixation removal, and antibiotic bone cement beads were placed, and the postoperative infection was controlled and gradually recovered. After operation, 1 patient who could not get out of bed early complicated with mild bedsore was cured without debridement after intensive care; 1 patient had more postoperative wound exudation, without debridement, enhanced dressing change, the wound exudation stopped 1 week after operation, and then healed smoothly. 10 cases of shortening, with an average shortening of 9.3 mm (range, 8 to 14 mm); no intervention was noted. 5 cases of myositis ossificans at the apex of greater trochanter, all of which showed poor position of helical blade on postoperative x-ray; no intervention was noted. 7 cases of femoral pain, all of which showed poor position of helical blade on postoperative x-ray; no intervention was noted.